Event description:
It was reported that the patient presented to an in-clinic follow-up. Upon review, the atrial lead exhibited noise and low impedance. The atrial lead was capped and replaced on (B)(6) 2024. There were no patient consequences.